Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement reported. Our field service engineer confirmed that the ventilator had failed the pressure transducer test. The pressure transducer and its associated filter holder. Was replaced. The ventilator was returned to clinical usage after successful tests. An inspection of the returned pressure transducer printed circuit board (pcb) showed some deposits around some components on the pcb. Otherwise no anomalies were found. The evaluation of received device logs showed that 2 pre-use check pressure transducer tests had failed on the date of the reported event. During simulated tests several pre-use checks and pressure transducer tests passed and 5 days of simulated use test ventilation passed without any deficiency noted. No issue was found with the returned filter holder. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that the reported pre-use check failure was confirmed in received device logs but could not be reproduced during laboratory tests.

Event description:
Manufacturer's ref #: (B)(4).